Event description:
The customer reported that the system produced a bad odor and displayed an error message during kilovolt activation. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was replaced and the charge circuit was checked. The system was tested and found to be working as intended and put back into service.